Manufacturer narrative:
Based on the follow-up information regarding sequence of events, most likely the user performed infusion through the guidewire lumen while the guidewire was still in place, occupying the lumen. As a result, the user was unable to infuse and may have damaged guidewire which could not be easily removed. The IFU provides instructions on guidewire placement and removal. The customer failed to follow the instructions.

Event description:
Catheterization was performed on the patient using quattro catheter in the emergency department. Following this, the patient went to ICU (intensive care unit) and the nurse was unable to flush the distal port of the catheter. X-ray was performed and it was seen that the guidewire was in the distal lumen of catheter. Per reporter, the guidewire was not removed after catheterization in the ed. The patient was sent to interventional radiology (ir) to remove the guidewire. After removing the guidewire, no damage was observed on the guidewire and ivtm therapy was continued. No consequences or impact to patient.